Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had frequent battery changes with their insulin pump. It was also found there was condensation inside the insulin pump's screen. The customer also had unexplained no delivery alarms. Customer's blood glucose was unknown. No additional information provided.